Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings were delayed. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D4 catalog no - correction. D4 serial no - correction. D4 lot no - correction. H2 type of follow up - correction. H5 labeled for single use - correction. H6 - correction.

Event description:
Subsequent to the initial MDR, a correction is required.